Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported the pump was alarming due to empty reservoir the day of report. It was noted the low reservoir alarm had been occurring for the past 10 days. It was noted the patient had a refill on the day of report. It was noted the patient had tingling in the feet. The pump was used to deliver baclofen. Additional information reported that everything was ok, the patient was fine, and there were no issues. It was stated the patient missed their refill during (B)(6) and did not realize the low reservoir alarm was going off. It was noted the pump had ¿stopped¿ 20 minutes before the logs were checked.